Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the touchscreen printed circuit board (pcb), which resolved the issue.

Event description:
It was reported that an 840 ventilator had a intermittent touchscreen. The ventilator was not on a patient at the time of the event.